Manufacturer narrative:
Date of event: exact date unknown, event occurred in (B)(6) 2012.

Event description:
It was reported that the patient underwent an unknown revision procedure due to an unknown reason. No further information could be obtained despite good faith efforts.